Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information obtained from the clinic that the patient said they were shocked and then later heard an alarm from their implantable cardioverter defibrillator (ICD) for two days. At the patient¿s in-office visit interrogation of the ICD indicated an alert was noted stating that the device electrical reset had occurred, and manipulation of the ICD and patient movements and stretches were performed, and no noise was observed. The ICD limits were changed. However, due to the electrical reset they were unable to confirm if the patient received a shock and if they did receive a shock if it was an appropriate shock. The ICD remains in use.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced an electrical reset. The patient believes they received a shock when they were dancing and that might be when the electrical reset occurred. The ICD remains in use. No patient complications have been reported as a result of this event.